Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: incident occured on (B)(6) 2022, when performing a skin suture with a stapler, the staples did not hold in place on the skin causing the wound to disunite. Minor consequences were reported all the staples were changed with a stapler from another supplier. Additional information: the wound reopened immediately, no damage to the skin, just a gap to the immediate opening, the nurses changed the stapler which delayed the intervention.

Event description:
Reported issue: incident occured on (B)(6)2022, when performing a skin suture with a stapler, the staples did not hold in place on the skin causing the wound to disunite. Minor consequences were reported all the staples were changed with a stapler from another supplier. Additional information: the wound reopened immediately, no damage to the skin, just a gap to the immediate opening, the nurses changed the stapler which delayed the intervention.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35w 6/box lot# 73f2200699 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related event.